Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set snapped during patient transport and leaked. The customer indicated that there were no bite marks or any other marks to suggest that the patient had used force to separate the tubing. Either saline or dextrose was infusing at the time. There was no patient injury or medical intervention associated with this event. No additional information is available.